Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had external ram crc error. Customer¿s blood glucose level was 64 mg/dl. Customer were able to clear the alarm and able to rewind the insulin pump. Customer states that self test was performed but it failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart error noted. Device monitored for several days and no external ram crc error alarm noted.